Manufacturer narrative:
This report will be updated once additional information is provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a lead revision occured. The perforation was located through the rv apex. Issue was resolved with no adverse patient effects. The cause for the syncopal episode was never determined. It was noted the patient's lap band was tightened and dehydration was experienced during that time. There were no additional effects or symptoms reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead had become dislodged and had been revised, but unknown of time frame of when this occured. This patient recently presented to the hospital due to a syncopal episode that occured of an unknown duration. It was noted the patient has a lapband and was unable to eat at the time which was suspected to have contributed to the syncopal episode. The lead was tested and displayed a loss of capture and found a perforation was reported, however no specified location. A lead revision was scheduled. There were no additional adverse patient effects reported. A request for additional information was sent.